Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a surgery on (B)(6) and did not wake up after the surgery. Caller said the patient is now awake but still not fully better and that the doctor said it will be long term recovery. A second procedure was completed recently and the patient is still in the hospital recovering. Patient was having bleeding at the time of report; patient's representative confirmed that it was related to the dbs surgery. The caller was redirected to the patient's healthcare provider to further address the issue. Additional information was received from the patient's representative that the patient is still in the hospital and is paralyzed from a surgery they had two weeks ago. Patient's rep reiterated that first surgery was on (B)(6) and that the second surgery was on (B)(6). Patient is reported to be in the ICU for the next 3 weeks. The patient's rep noted that there was an appointment scheduled with the managing healthcare provider (hcp) for (B)(6).